Event description:
Note: date of event is unk. It was reported to boston scientific corp, that a contour vl ureteral stent w/hydro plus was used during a ureteroscopy procedure. According to the complainant, stones formed on the outside of the stent approx 7 days after it was implanted. The stent was removed from the pt. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number is not known; therefore, the device MFR date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).